Event description:
It was reported that during daily routine check, the cs100 intra-aortic balloon pump (iabp) old caster was damaged and not moving properly. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The caster was replaced. The unit was then moving properly. The iabp was handed over to the customer in good, working condition.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) old caster was damaged and not moving properly.